Event description:
It was reported that during surgery the shaver stopped responding to manual signals. The account was trying to activate it by hand and foot switch with no success. The service engineer observed the hand switch assembly may not be tight.

Manufacturer narrative:
The unit was returned for investigation and the reported failure was confirmed. During the eval the unit was intermittently functioning and switching modes on its own, between forward/reverse. Upon receipt of this info, (B)(6) 2012, it was decided that this was a reportable condition. The shaver was connected to a console and the shaver button ii (oscillation/forward reverse mode) intermittently functioned, it displayed continuous activation. If the shaver button was activated, other buttons will not function when pressed. The shaver was then subjected to a high potential voltage test at the cable. It failed, however, the cable did not cause the reported condition. When subjected to a leak test, the unit was leaking at the collet (adapts to the cutters). Moisture was found under the solder joint tape and under the membrane flex on the motor flex tail. The identified root cause for the reported condition is water ingress around the membrane switch. In sum, the unit was returned for investigation and a reportable condition was observed. The failure mode will be monitored for future recurrence.